Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an open ileostomy reversal procedure the surgeon placed the device in the patient and attempted to attach the anvil from above. The anvil would not stay secure. To correct the problem another device was used. The purse string suture was redone for the new anvil. A small bit of tissue around the anvil was lost. The new device worked just fine. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. Patient status stable.

Manufacturer narrative:
(B)(4). Supplemental#01: post market vigilance (pmv) led an evaluation of one eea 25mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be not tilted and separated from the instrument. However, one of the retainer legs of the anvil was observed to be bent. Functionally, a pmv representative anvil was used for firing due to the observed retainer leg damage of the clinical anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories should new information become available, the file will be re-opened and the investigation summary amended as appropriate.